Event description:
It was reported that the scale was inaccurate due to the shipping pins being left in the unit. Once the pins were removed as intended, the scale functioned properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate due to the shipping pins being left in the unit. Once the pins were removed as intended, the scale functioned properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.